Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number (d354drg) is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number (B)(4) is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. (B)(4). Evaluation summary: (B)(4): no anomalies found. (B)(4): no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that during an implant attempt, device testing showed oversensing on the ventricular channel. Although it is not certain, the oversensing was suspected to be due to the lead and not the device. Both the device and lead were replaced. No patient complications have been reported as a result of this event.